Manufacturer narrative:
The reported complaint was confirmed via visual inspection of the returned sensor which showed a damaged latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the ultrasonic air sensor (uas) was faulty. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.